Event description:
Pt reported malfunctioning ms3 pump (sn (B)(4) due (B)(6) 2020). Md is down but cartridge does not load - spontaneous call; no missed dose. Is the actual device available for investigation? Yes. Did we replace the device? Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.